Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 01626, 0001822565 - 2019 - 01624, 0001822565 - 2016 - 03103-1. Evaluation of the returned tibial component identified bone cement in the tm material. Both of the tm pegs had been cut off. The femoral component had bone cement in the tm and surface blemishes (nicks, scratches) on the condyles and anterior flange. The articular surface had nicks and gouges on the proximal face and damage to the dovetail that appeared to be from removal of the device. Assessment of x-rays identified the femoral component sagittal alignment is approximately 2 degree flexion and that the anterior flange is not flush with the ventral cortex of the femur, which can be a source of knee pain. The review also noted the tibial component coronal alignment was 6 degrees varus and medial overhang of the tibial tray was present, which can be a source of knee pain. Review of the revision surgery notes identified the component alignment was not described or listed as an indication for revision. Device history record was reviewed and no discrepancies were found. Per the persona knee system package insert pain is a known potential adverse effect of this procedure. The updated information does not change the previous investigation conclusions. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient underwent revision surgery due to pain approximately 1 year post initial implantation. Attempts to obtain additional information have been made; however, no more is available.